Manufacturer narrative:
It was reported that while sewing the vaginal cuff, after a lap hysterectomy, a piece of the needle on the endostich broke and was not able to be located and removed. An x-ray was taken and the piece was found but was not able to be removed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the needle on the endostich broke during use on a patient.